Manufacturer narrative:
Additional information - d4 (batch number), corrected information - h4, h6 based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file- no malfunction or serious injury. Investigation results: visual investigation: the kerrison punch is showing a bent-up cutting edge and a damaged part on the upper slider part. Vigilance investigator carried out the pictorial documentation visually and microscopically. The punches show clear signs of deformation on the cutting edge of the upper slider, which is bent-up. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap inc. That a kerrison det130 deg up 2mm 200mmreg (part # fk913r) was used during a lumbar discectomy procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the distal tip of the upper sliding portion of the device was peeling (bending) backwards. The surgical staff opened a second set of instruments, which led to a delay of approximately ten (10) minutes, to successfully complete the procedure. The complaint device was returned to the manufacturer for evaluation. The incident did not cause or contribute to a serious injury or patient death. No additional medical intervention was required. Although requested, additional information has not been provided. The malfunction is filed under aag reference (B)(4).